Event description:
It was reported that: post manta deployment, pulsatile blood flow present. Angio showed occluded femoral proximal to manta access site. Inflated an 8x20 balloon in the iliac to slow the flow and proceeded with cut down. Surgeon noted the arteriotomy was larger than it usually is. The manta device was completely intact and removed but it was deployed in the vessel. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with mild posterior calcification and no reported tortuosity. Measured depth for the manta was 5+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 102/59mmhg and act was 319 prior to closure. Both heparin and protamine were administered intravenously during the procedure. The patient was reported as stable post the procedure.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi and indicated a radiopaque lock positioned proximal to the access site and was surgically removed. The device lot history record review for lot number: mn2201490 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, micro puncture and ultrasound guidance were utilized to gain central-positioned access. Arteriotomy was 8.0mm, mild posterior calcification, and posterior wall calcification, with a depth measurement of 5.0cm + 1.0cm. No issues were encountered advancing or withdrawing the 16f expandable procedural sheaths. Following the tavr procedure, activated clotting time (act) was 319, and heparin and protamine were administered. The 18f manta device was deployed at the measured depth, in the right common femoral artery. Following deployment, pulsatile bleeding was present. A post-procedure angiogram indicated an occlusion proximal to the manta site. Balloon inflation was applied to the iliac to tamponade, and the physician decided to proceed with surgical intervention. During the surgical cut-down, the manta was seen intact and completely deployed intravascular. The manta was explanted, and the artery was sutured for closure. It is likely the cause of the occlusion is the device being deployed into the vessel. Numerous causes for intraarterial deployment have been established. It is potentially due to the anchor likely getting caught on something (possibly a side branch) and being pulled out which likely caused the manta to release inside the artery. The manta instructions for use precautions if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding.

Event description:
It was reported that: post manta deployment, pulsatile blood flow present. Angio showed occluded femoral proximal to manta access site. Inflated an 8x20 balloon in the iliac to slow the flow and proceeded with cut down. Surgeon noted the arteriotomy was larger than it usually is. The manta device was completely intact and removed but it was deployed in the vessel. Additional information: during a tavr procedure on (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with mild posterior calcification and no reported tortuosity. Measured depth for the manta was 5+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 102/59mmhg and act was 319 prior to closure. Both heparin and protamine were administered intravenously during the procedure. The patient was reported as stable post the procedure.